Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s incident blood glucose level was 297 mg/dl. The customer¿s current blood glucose was 258 mg/dl. The customer was treated with insulin through pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.